Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. During the procedure, the bands would not deploy when the handle was rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap earlier in the setup process; however, per the instructions for use (IFU): "removal of the ligator shrink wrap is done at the end of the setup." Additionally, the physician did not take up the slack by pulling the proximal end of trip wire on the handle unit; however, per the IFU, "take up slack by pulling proximal end of trip wire on handle unit."

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.